Manufacturer narrative:
The battery cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery cap was loose and the patient was unable to tighten it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/17/2016 with the following findings: during investigation, the returned battery cap and test cap were able to be securely tightened and removed from the pump without defects. The locking tab portion of the clip was returned with the pump. The u-groove was undamaged and a test clip securely slid onto the pump. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper traveling down toward the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.